Event description:
Related manufacturer reference number: 2017865-2025-00358. It was reported that the patient had their right atrial lead and right ventricular lead capped and replaced for unknown reason. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.